Manufacturer narrative:
Two devices were returned and evaluated. The evaluation results is as follows: two devices were received and evaluated for the complaint regarding the device fell off event. All devices were received and inspected; due to the adhesive foam pad used condition, the original adhesion propertres could not be verified. The complaint about these devices could not be confirmed.

Event description:
The patient reported that today (B)(6) 2021 earlier this morning that patient had a v-go lift off her body after only having it on for approximately 6 to 7 hours . The patient placed that v-go back on to her body with a band-aid and patient experienced a high blood sugar reading of 238.